Manufacturer narrative:
The device was returned to olympus for inspection, where the foreign material finding was observed. A root cause for the foreign material finding could not be identified. Based on the results of the investigation, the most likely cause was also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had rust on the scope connector. There was no patient involvement.